Event description:
As reported by the user facility forwarded by bbm sales (B)(4): over infusion: (B)(6) at 5:30 in the morning the pump gives an air bubble alarm. Infusion speed is 4 m/ cordarone. Infusion started at 22.50 the day before. Vbti is about 100 ml. The issue is the pump infused much more than expected. No harm to the patient. (B)(4).